Event description:
It was reported to philips that the device was unable to obtain ECG readings while transporting a patient. All leads/ cables were unplugged and cleaned but the issue remained. The device was in use, however there was no adverse event.